Event description:
(B)(6) states that the wheel just exploded and went everywhere. She states she was on an elevator.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.